Manufacturer narrative:
The charger was returned and evaluated. There was no evidence of fire. The evaluation concluded that there was a capacitor failure.

Event description:
Alleges charger caught on fire.

Manufacturer narrative:
The "date of event" has not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges charger caught on fire.